Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (motor issue) issue. It was alleged that the pump rewind stopped prior to completion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the rewind, load and prime steps were performed successfully. The pump was then exercised for 24 hours. After 24 hours no motor issue alarms was observed. Also no motor issues observed in the black box and alarm history. The keypad worked properly. The pump was opened and no evidence of corrosion or damage on the motor flex connector was observed. Investigators were unable to duplicate the complaint about a motor issue.